Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lumbar interbody iusion (olif) at l4/5 due to spinal canal stenosis. Intra-op, when the surgeon was tapping the cage with hammer to insert, back portion of the cage broke. The broken part was removed from the patient¿s body and the other part was left as implant. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis result: visual microscopic the cage was returned in two pieces. The nose or proximal end of the cage was not returned. There is damage noted to the internal threads of the cage. A microscopic review of the fracture surface indicates material overload. Without the full implant being returned, an analysis of the parts return gives an indication that the cage was overloaded during implantation. If information is provided in the future, a supplemental report will be issued.